Event description:
Patient underwent ross procedure using a 29mm pulmonary homograph and coronary artery bypass graft x 2 on 2/22/96. Within a year, the patient began developing regurgitation. Three years later, patient admitted for pulmonic insufficiency, aortic insufficency and mitral insufficiency, and congestive heart failure. On 1/14/99, the patient had a triple valve replacement. The hospital pathology report notes "mild degenerative changes" of the pulmonary homograft.